Manufacturer narrative:
Failure analysis noted that all buttons functioned properly; however, moisture damage was found on the keypad traces. There was no button error alarm. All operating currents were within specifications and there was no unexpected low battery of off no power alarm. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had scratched lcd window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The drive support disk was normal and the pump was not exposed to high magnetic field. The customer stated that he received an off no power alarm and button error alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.